Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's spinal cord stimulator (scs) had not worked for a while. No symptoms reported. The patient was going to have an MRI. The procedure was noted to be due to a problem with the device. It was unknown when the issue started to occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.